Manufacturer narrative:
H11: internal complaint reference (B)(4). H3, h6: this complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that during cori-assisted tka surgery, upon selecting a burr on the burr selection screen, the system produced a ¿warning - internal error¿ and exited. This occurred with different robotic drills and without drills. The procedure was completed manually after a non-significant surgical delay. No injury was reported as a consequence of this issue.

Manufacturer narrative:
B5: describe the event or problem. The real intelligence cori, part number rob10024, serial number (B)(6), intended for treatment was returned for evaluation. The reported problem could not be confirmed with a visual inspection. Cori console in good condition, no visual defects. The reported problem was confirmed with a functional evaluation. The described fault was replicated during testing. "Internal error" dialogue box displayed on screen. System log files or screenshots were not provided for investigation, as such a thorough investigation could not be performed. Should screenshots or system log files become available, the case can be reopened. A complaint history review was performed by part number and similar complaints were identified. A review by lot/serial number was performed and similar complaints were identified. A review of manufacturing records indicate the device met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. A historical review concluded that no prior escalation actions are applicable to the scope of the reported complaint. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Although the reported problem was confirmed through a functional evaluation, a definitive cause could not be determined. Factors contributing to the reported problem may have been associated to an internal communication failure. Based on the investigation, no containment or corrective action is recommended or required at this time. Should any additional information be received, the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Event description:
It was reported that, during cori assisted tka surgery, upon selecting a burr on the burr selection screen, the system would produce the ¿warning - internal error¿ and exit. This was tried with different robotic drills and without drills, but the same error occurred. The procedure was completed, after a non-significant delay, and manually. No injury was reported as a consequence of this issue.